Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "during use of the tubes, the tubes had a hemolysis issue."

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "during use of the tubes, the tubes had a hemolysis issue."

Manufacturer narrative:
H6: investigation summary bd received 100 samples for investigation. The customer samples were tested and no issues relating to [hemolysis were observed. Return samples were visually inspected. 3 tubes had gel air bubbles. The remaining tubes had no other issues identified.. 30 tubes were further analyzed for additive amount. All testing was within product specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. This complaint is not confirmed for hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.